Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the image review and information provided, and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened while locked. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, after clip deployment, the xtw clip opened while locked. The first clip, an xtw, was deployed successfully with a residual jet just lateral. It was decided to go in with a second clip, an nt, to reduce the mr even further. It was not until the second clip was deployed, that mr on the medial side of the first clip was observed. The first clip had opened to ~30-35 degrees. The clip remained stable. There were no adverse patient effects or clinically significant delay. No additional information was provided.